Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol flat mesh (device #1) used to treat the patient. The patient's attorney alleges injuries and subsequent surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol flat mesh (device #1). An additional emdr was submitted to represent the bard/davol kugel (device #2). Device evaluated by manufacturer? Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol bard mesh (device #1) or an unspecified bard/davol kugel hernia patch (device #2) on (B)(6) 2014 or (B)(6) 2014 or (B)(6) 2014 or (B)(6) 2015. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol bard mesh (device #1) and the kugel hernia patch (device #2). As reported, the attorney alleges patient experienced emotional distress and the device was defective.